Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted that the patient experienced a traumatic right bundle branch block. The block was observed to be transitory, and had resolved itself by the following day. The device was successfully implanted, and remains in use. The patient is enrolled in a clinical post market study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.